Event description:
It was reported that for about a month the pt had been experiencing an intermittent increase in spasticity and crying at night. The patient's parents noted that on a couple of nights a week the pt experienced these symptoms. The pt had been maintained on a baclofen dose of 300 mcg/day which had been increased to 600 mcg/day with no change in symptoms. The pt underwent a catheter revision. Reference MFR report # 2182207200804531.

Manufacturer narrative:
.